Event description:
We received an allegation of memory results showing in sec unit of measure and discrepant inr results on coaguchek xs meter serial number (B)(4). The meter¿s time and date was set to 8:52 p.m. (B)(6) 2001. The meter memory showed results of: 23.4 sec at 8:40 p.m. On (B)(6) 2001. 19.4 sec at 12:02 p.m. On (B)(6) 2000. The patient stated she reported a result of 2.6 inr on (B)(6) 2021. The meter was reset to show the correct time and date. The meter memory showed results of: 1.9 inr at 8:40 p.m. On (B)(6) 2001 (the patient states this is her result from (B)(6) 2021). 1.6 inr with a date of (B)(6) 2000 at 12:02 p.m. 2.8 inr with a date of (B)(6) 2000 at 6:00 p.m. The patient could not remember the actual times and dates for the results of 1.6 inr and 2.8 inr. She stated it was possible both of these results were from the same day. After reviewing the results in the memory, the patient could not remember if she actually reported a result of 2.6 inr or a result of 1.6 inr. No changes were made to the patient¿s warfarin dose. The patient does not keep a written log of results. A display check was performed and all segments were present. The patient¿s therapeutic range is 1.5 ¿ 3.0 inr and she tests once a month. The test strip lot number was 52333121 with an expiration date of 31-jul-2022.

Manufacturer narrative:
Occupation is patient/consumer. The meter and test strips were requested for investigation. The reporter's meter was provided for investigation where it was tested using retention strips and retention controls. The test strips were not returned. Testing results (qc range = 4.1 - 6.8 inr): qc 1: 5.3 inr. Qc 2: 5.4 inr. Qc 3: 5.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The results alleged by the reporter were observed in the meter¿s patient result memory, however the meter's year was set incorrectly. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The meter is provided to u.s. Customers pre-set to the measuring unit inr. There are two additional measuring units on the meter: %quick (%q) and seconds (sec). In the u.s., the most accepted unit of measure is inr. Roche has communicated to all impacted customers instructions on how to confirm results are displayed in the measuring unit inr and the steps to take to change the measuring units back to inr if the meter is displaying the units sec or %q. The meter was correctly set to inr by the call center agent.